Event description:
Pt complained of soreness over tibial fixation site 6 months after initial procedure. Screw particles had entered the joint and were removed. There was no inflammation or associated complication relating to procedure. Pt safety was not compromised and no further incidents reported relating to case.

Event description:
Intense inflammation around screw at 5 months post-operation culture showed staff epidermis. Inconclusive as to if problem was caused by screw or other contamination.